Event description:
During a pulmonary vein isolation pulsed field ablation procedure, air was aspirated from the agilis 13f sheath after insertion of the volt catheter. It was noted that there were no issues when the dilator and transseptal needle were inserted into the agilis 13f sheath. The sheath was exchanged and the procedure was competed with no adverse consequences to the patient.